Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited power on reset. It was possibly caused by radiation therapy treatments. The reset set the outputs to maximum. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.